Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. An x-ray of the electrode confirmed a fractured conductor 9.5 cm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Laboratory analysis concluded that the fracture resulted in the observed oversensing and inappropriate shock.

Event description:
It was reported that this patient received an inappropriate shock while programmed in the alternate vector due to noise involving this device. In hospital testing confirmed no noise in the primary vector while the alternate and secondary vector showed oversensing. The device pocket was manipulated which did not show evidence of noise. Additional information noted that an x-ray was provided for review to technical services (ts) which showed appropriate electrode insertion and no evident lead mechanical damage, nevertheless observed noise in the alternate and secondary vector has been reproduced leading to a strong suspicion of possible electrode conductor damage. The system was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up of this device noise was recorded. The next day the field representative interrogated the device and noted an inappropriate shock that the patient received overnight, while the device was programmed to the alternate vector. Further device testing showed that the primary vector was free of noise, thus the device was reprogrammed. No further changes were made. The patient will come back to the hospital to pick up a remote monitoring system. Additional information noted that an x-ray was provided for review to technical services (ts) which showed appropriate electrode insertion and no evident lead mechanical damage, nevertheless observed noise in the alternate and secondary vector has been reproduced leading to a strong suspicion of possible electrode conductor damage. At this time the system remains implanted. No adverse patient effects were reported.